Event description:
It was reported that the implantable neurostimulator (ins) turned off due to a magnetic field. The patient had replacement surgery to replace the left ins. The right ins was ¿turned off and zeroed out¿ prior to the surgery. The ins (right) was reprogrammed and turned on after the left ins was replaced on (B)(6) 2013. The patient called his healthcare provider (hcp) later and stated that his right ins was not turned on after the left ins was replaced. The manufacturer representative had documentation to support that the patient¿s right ins was turned off prior to the surgery and turned back on post-surgery. The patient experienced less than 50% therapy relief. When the patient saw that his right ins was off, he turned it back on with the patient programmer.

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # v012773, implanted: (B)(6) 2007, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4).

Event description:
Follow up information reported that the cause or source of the magnetic field could not be determined. The patient was reported as doing well. If additional information is received, a follow up report will be sent.